Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the mesh roller bent and not aligning there was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.